Event description:
Mandatory user facility medwatch received which states, "swan ganz placed in pt in 2002. While removing the old catheter, a piece of catheter was cut and retracted into the heart. In 2002, the retained foreign body was noted on x-ray. The foreign body was removed by radiology." Upon further query, it was reported that the pt, diagnosis unspecified, had the catheter removed at an unspecified date prior to discharge from the hospital. The pt had been asymptomatic, and when the x-ray was done, the foreign body had been an "incidental finding". The piece of catheter was removed in the interventional radiology department. There were no reported adverse pt effects. The customer had no info regarding the size of the catheter piece that remained in the pt, why the missing piece was not noted upon removal or prior to the pt's discharge, or the reason for the follow-up x-ray. Add'l info was requested, but no further info was provided.